Event description:
It was reported that the pump displayed the reset screen unexpectedly and required a connection to a power source to turn back on. There was no adverse impact to the customer's blood glucose level. Technical support reviewed the pump's logs, confirming the customer shut down the pump before a reset alarm appeared, and educated the customer about the pump's safety features. The customer successfully resumed insulin therapy without further issues.